Event description:
The customer reported the cross arm handle on the brake assembly was broken. No pt injury was reported.

Manufacturer narrative:
The ge rep conducted an on site evaluation. The problem was verified. The cross arm assembly was replaced. Operationl checks were run and the system operates now as intended.